Manufacturer narrative:
A4: unk. A5: unk. A6: unk. D6b: unk. H6: health impact- clinical code: 4581 - significant reduction of irido-corneal angles. H6 - work order search: another similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -13.50/+2.0/091 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2023. The lens was reported as excessive vaulting and significant reduction of irido-corneal angles. The lens remained implanted. Additional information has been requested but none has been forthcoming.